Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. There was no impact to the customer's blood glucose level. A replacement usb cable was sent to the customer. Follow up with the customer determined that the replacement cable was unsuccessful in charging the pump. It was indicated that the customer would continue to use the pump until the replacement pump was received.